Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the exactamed oral syringe was "solid red" in which the measurements could not be read. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.